Event description:
On (B)(6) 2009, pt reported she had an e10 (cartridge error) that has occurred. She stated she first noticed the issue 2 weeks ago on (B)(6) 2009 when she went to refill the insulin cartridge. Pt states she was able to confirm and clear the error message on (B)(6) 2009 but then the e10 error occurred again on (B)(6) 2009 and she was not able to clear the error. Pt reported the piston rod was making a grinding noise and began to click like it was stuck on something. She stated she removed the battery from the infusion device and has since switched over to using her back up infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.